Event description:
(B)(4). When implanted in tube spasm occurred and lasted over an hour. Had to be sedated. Within the week of implant many other symptoms came and many have persisted or gotten worse. Blisters all over back, migraines, heavy night sweats and chills, seizures, severe pain at menstruation and; ovulation, heavy or strange bleeding, pain in pelvic region, pain in back and joints, memory loss, memory fog , cognitive impairment, hair thinning and falling out, skin on finger tips peeling, nails growing with ridges and flakes, tremors in arms and hands, tingling and numbness in extremities, vertigo, heart palpitations , chest pains, anxiety, insomnia, skin rashes or abnormal.